Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(6) displayed fault code 41 (patient temperature sensor failure) was not confirmed during functional test but was confirmed during archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor will be replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon visual inspection, unrelated to the reported complaint, the small black cover was observed to be cracked/damaged. The observed physical damage appeared to be characteristic of user mishandling. The small black cover will be replaced to address the observed physical damage. The archive data review indicated several fault code 41, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Event description:
The autopulse platform sn (B)(6) displayed fault code 41 (patient temperature sensor failure) several times. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.